Event description:
It was reported that the patient complained of pain and parasthesia at the pacemaker site. The entire system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found. (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism and there was tissue on the helix; full lead returned and analyzed. (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.